Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a polarity switch was noted on the right ventricular (rv) lead. Oversensing of myopotentials and chronic high thresholds were also noted.  The lead remains in use. No patient complications have been reported as a result of this event.